Manufacturer narrative:
The reported complaint that "the battery connector of the autopulse platform (s/n (B)(4) was bent" was confirmed during visual and functional testing. Based on the picture provided by the zoll service team, the battery connector inside the battery compartment was bent. The zoll service technician was unable to perform the initial functional test because no battery could be completely inserted into the platform's battery compartment due to the bent battery connector. The connector damage was attributed to user mishandling. During visual inspection of the returned platform, a large crack was observed on the corner of the top cover near the display screen, unrelated to the reported complaint. The observed physical damage appeared to be the characteristic of harsh impacts due to user mishandling. The top cover was replaced to address the observed issue. The archive data review showed no significant discrepancies or errors. After replacing the bent battery connector, the autopulse platform passed a run-in test using the 95% large resuscitation test fixture (lrtf) with known-good test batteries for 15 minutes without any issues. Following service, the autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(4).

Event description:
After placing a patient on the autopulse platform (s/n (B)(4)), the autopulse failed to power on. Per the customer, the battery appeared to be seated in the battery compartment, but the platform didn't power on. The crew switched to manual CPR for the duration of the call. After returning to the station, the customer found that the battery was stuck inside the platform and had to be pried out. Once it was removed, the customer inspected the platform and noted that the connector inside the battery compartment was bent. Also, a battery could not be completely inserted into the platform's battery compartment. No consequences or impacts on the patient.